Event description:
The physician inserted the cutting balloon into the pt and upon first inflation, contrast and saline leaked from the shaft, spraying the doctor in the face. The doctor broke scrub, washed face, re-scrubbed and then continued the case.